Event description:
It was reported that the hospital ordered cement. They received 4 boxes and one of the 4 boxes was damaged. It was further reported that the materials management smelled the monomer.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.